Event description:
It was reported that a perforation occurred during an intervention to the proximal right coronary artery (prca). A 2.8x16mm graftmaster stent system was advanced but failed to cross the anatomy and a previously implanted 2.25x23mm xience skypoint drug eluting stent (des), to reach the perforation. The graftmaster stent was removed without issue. Prolonged balloon inflations were performed, and an unspecified des was placed to treat the perforation and successfully complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.